Event description:
It was reported that "the medial prox tibia had a deficiency that caused medial bone loss and subsequent collapse of the tibial tray into varus"

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should the device become available, the evaluation summary will be submitted in a supplemental report.